Event description:
User experienced physical symptoms from prolonged exposure to cidex activated dialdehyde solution. It was also reported that the work area where the solution was used was not properly ventilated.